Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping then going to the windows blue screen. It could not be confirmed if an error message was displayed. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping then going to the windows blue screen. It could not be confirmed if an error message was displayed. No patient harm was reported. Investigation summary: technical support (ts) had the bme verify that the network cable was properly connected. When ts started troubleshooting with the bme, the cns was at the desktop and not the blue screen, but when trying to launch the cns software, it would just cycle through and exit the application. He shut down the cns, removed the drive in port 1 and rebooted. It didn't load the application at first but after launching it manually, it started right up, resolving the issue. The bme will get a replacement set of hdds, as this was the second occurrence of this failure, see ticket (B)(4). Hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. Nk will continue to monitor and trend similar complaints. Ormation can be provided. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping then going to the windows blue screen. It could not be confirmed if an error message was displayed. Technical support (ts) had him verify that the network cable was properly connected. When ts started troubleshooting with the bme, the cns was at the desktop and not the blue screen, but when trying to launch the cns software, it would just cycle through and exit the application. He shut down the cns, removed the drive in port 1 and rebooted. It didn't load the application at first but after launching it manually, it started right up. The bme will get a replacement set of hdds, as this was the second occurrence of this failure. The first occurrence was reported in ticket 214387. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping then going to the windows blue screen. It could not be confirmed if an error message was displayed. No patient harm was reported.